Event description:
A customer reported a sensor error message with the adc device and therefore was unable to obtain readings. As a result, the customer experienced "eyes swaying from side to side" and subsequently lost consciousness. An ambulance was called and the customer was brought to the hospital wherein glucose was administered for treatment by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. (The customer reported the adverse event occurred twice, therefore, this report covers 2 of 2 events.) All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a sensor error message with the adc device and therefore was unable to obtain readings. As a result, the customer experienced "eyes swaying from side to side" and subsequently lost consciousness. An ambulance was called and the customer was brought to the hospital wherein glucose was administered for treatment by a healthcare professional (hcp). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. Watermark was observed at the base of the tail. Visual inspection has been performed for the plug assembly, no issues were observed. Activated sensor with known good reader. Therefore, issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. Section d4 (serial number) was updated from (B)(6). All pertinent information available to abbott diabetes care has been submitted.